Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "as part of the reminder training inspection relating to ra (B)(4), the theatre manager and stryker sales rep identified that one of the ceramic cutting blocks failed the inspection."